Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) units locking mechanism needs to be checked. It was dropped during training. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse reported physical damage to pumps case and display. Fse replaced coil cable (d012-00-1801), wheel asembly (d997-00-0588), 300 psi check valve (d103-00-0634), lcd upper frame (d406-00-0894), display bezel (d380-00-0559), display hinge cover(d380-00-0561), console cover(d441-00-0194), rear handle(d367-00-0114). No patient involved. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use.